Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 76-year-old female patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on an intra-aortic balloon pump (iabp), and on a ventilator for respiratory support, prior to initiation of support. In the procedure, pressure was held for a hematoma to the site. Suction alarms were present. The right side was hypokinetic on echocardiogram. The impella was repositioned under echocardiogram and fluoroscopy. The position was sub-optimal but the physician wanted to leave it in place. Slight decoupling waveforms along with reoccurring suction events. It was noted that the patient was in right sided heart failure. Later in the day, the family withdrew care, and the patient expired on support. The impella functioned at p-2 at 1.4l/min as intended. Bleeding (hematoma) is also a known risk due to the impella's anticoagulation and purge requirements. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in acute myocardial infarction complicated by cardiogenic shock, along with stage e shock.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog, serial number). Upon review, the section d catalog number and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of low or blocked pump flow position was unable to be determined as limited clinical details were provided and no product was returned for review.